Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Lot #? Did the suture thread break intra-op? Or post-op? Can you confirm and provide the specific number of devices (total qty actually involved with reported issue) that failed during use on same patient/ single procedure? Was any re-suturing/medical/surgical intervention done on patient post-op initial procedure? Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. During the procedure, the skin suture broke multiple times. It is unknown how the case was completed. No patient consequences were reported. Additional information has been requested.